Event description:
Patient presented for revision of gastric bypass with hernia repair, fistula takedown, and implantation of xenograft tissue for hernia repair. The next day, the patient developed a persisting fever that would reach 103 degrees f along with headaches, nausea, chills, rigors, fatigue, general malaise, pleuritic chest pain and shortness of breath. Four days later, the patient was started on micafungin with blood cultures came back positive for yeast. Ten days later, the patient returned to the operating room for exploratory laparoscopic surgery, drainage of splenic pus pocket and debridement of fascial necrosis. The patient was septic postoperatively and transferred to the intensive care unit. Cultures taken during surgery revealed candida, lactobacillus, coagulase-negative staphylococcus, and mold.the surgeon spoke with the representative who assured him that it is not possible for mesh to be contaminated.